Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with three ecr60g cartridge reloads present. Cartridge (b, c, d) ecr60g, l53j8u were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no short cut or absent cut were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon procedure, while using the device, they tried to cut the rectum and on the first use the device has not stapled but cut with the serious consequences of opening the digestive tract completely. In a subsequent test, the device stapled but did not cut it. Conversion of the intervention by a median laparotomy. Surgery was prolonged.

Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the surgical procedure? Was a cartridge in the jaws during the 1st firing? What color cartridge was used? Were any staples noticed? What was the subsequent test that was performed? Did the surgeon wait the recommended 15 seconds prior to firing? What is the current patient status?